Event description:
It was reported that after the iab was inserted and connected to the pump, the user could not measure ap waveform. The physician then tried to place another iab "through infraclavicular". Strong resistance was encountered, but the iab was placed. About 9 hours later, the balloon on the iab ruptured, so the iab was removed. There were no patient complications.